Event description:
The customer contact reported the device did not deliver. In 2009 at an unspecified time, channel b was programmed to deliver an unspecified concentration of omeprazole, at a rate of 8ml/hr. No further programming parameters were provided. The following day, at an unspecified time, the nurse noted the medication had not been delivered; however, it was reported that the pump display was incrementing. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.